Event description:
It was reported that the customer has passed away in a hospital. The cause of death was stroke. The customer was hospitalized on (B)(6) 2015. The customer had thyroid removed and her health had been worsening for years. The customer was a heavy smoker, had narrowing of a small vein at the base of her scull. The caller stated that the vein was opened but the customer was too far gone. The caller stated that the first symptoms of stroke appeared as early as the first of february. The customer had neuropathy in her feet and a lot of cardiac problems; two stints and two heart attacks in the past. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death; her pants were yanked off at the emergency room and the insertion site was pulled out. The customer had been off the insulin pump approximately eight days prior to passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The daily insulin total averaged from 0 to 16.8 units, the total basal from 0 to 16.8 units, and the bolus total was 0 units. Two weeks of data were listed from the date of (B)(6) 2015.